Manufacturer narrative:
The customer's report was observed during initial testing; after disassembling during trouble-shooting the device to determine root cause, the condition could no longer be duplicated. The device was put through extensive testing without duplicating a hard failure to the device. The pace/defib engine assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing by biomed, the device displayed a "defib pad short" message.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.